Manufacturer narrative:
The lot was manufactured from may 22, 2019 - may 23, 2019. The actual device was received for evaluation containing fluid in the bag. A visual inspection was performed and no evidence of rupture was observed from the bladder indicating a leak. The bladder was found to be in normal condition. Further inspection revealed the cause of leak inside the bag was due to the broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was not verified as a burst bladder, however was verified as broken tubing. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had burst prior to patient use. The set was filled with flucloxacillin 8g in a 0.9% sodium chloride (nacl) solution. There was no patient involvement. No additional information is available.